Event description:
It was reported that during an implant procedure, high pacing impedance and loss of capture were noted on the right ventricular (rv) lead. During a repositioning attempt, the physician was unable to extend the active fixation helix. The lead was explanted and replaced to resolve the event. The patient was in stable condition.